Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: product testing will not be performed as the cause of the reported complaint cannot be determined through such means. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3. Reference MFR. Report #1627487-2016-00045 and 1627487-2016-00046. It was reported the patient experienced a possible infection at her scs lead and extension sites. As a result, the patient's entire system was explanted on (B)(6) 2015. The patient was prescribed oral antibiotics and her physician has referred her to an infectious disease doctor for further follow-up to address the issue.

Event description:
Additional information received identified cultures confirmed that the patient's infection was (B)(6). The patient will continue to follow up with her infectious disease doctor to determine if any further action is necessary to address the issue.